Event description:
Co received a call from a user of cidex activated dialdehyde solution reporting symptoms they claim are related to use of the product. In 12/99 hives formed on their eyelids, followed by a "seeping sticky substance." Pt's eyelids blistered, then peeled. Pt's primary physician prescribed medication (unknown type). Pt said that the hives will dry up on their own, itch, and spread to other areas. Pt received an injection of medication that pt believes was prednisone. While pt was on medication, the hives were visible but not itching. Pt has been referred to an allergist and a dermatologist and has been taking prednisone. The hives are now on pt's eyelids, facial cheeks, arms, back, neck and groin area. Pt has been rpescribed claritin and atarax. Pt also noted that when working with the solution, pt sometimes feels like vomiting, with a stinging sensation in nose, tightness and pain in chest, tongue feels prickly and pt has a metallic taste in mouth.